Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-10715. Related manufacturer reference number: 2017865-2022-10717. It was reported that a patient initially presented remotely via merlin.net. Examination of the patient's implantable cardioverter defibrillator in-clinic had revealed device migration and sensing issues on the discrimination channel. High voltage therapies were programmed off. Additionally, the patient's right atrial (ra) and right ventricular (rv) leads were found to have dislodged. The right atrial lead was found to have additional malfunctions of failure to capture, failure to sense, and a lead slack issue. The right ventricular lead was observed to have additional malfunctions of failure to capture, low impedance, high capture thresholds, and lack of lead slack. The migration, dislodgement, and lead slack issue was noted via chest x-ray. The device was surgically addressed, and the ra and rv leads were capped on (B)(6) 2022. The rv lead was replaced, and the ra port on the device was plugged. The ra lead was not replaced. The patient was stable throughout the intervention.